Event description:
The account alleged the solenoid block in the mattress became hot and melted the top ticking for the mattress and the plastic cover where the solenoids are housed. The account stated they have discarded the mattress and will not be repairing it.